Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced oozing and redness at the ipg pocket site. Reportedly, surgical intervention was undertaken on (B)(6) 2015 due to an suspected infection. The physician elected to explant the entire scs system and cultures were taken at that time. Subsequently, the patient was discharged and prescribed oral antibiotics as further treatment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the culture results were negative. No antibiotics were prescribed and surgical intervention may be pending to re-implant a new scs system.